Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a lsh procedure, the active blade fell off. Blade was retrieved and the case was completed with another device with no pt consequence.